Manufacturer narrative:
Investigation summary bd received photos for investigation. Upon evaluation of the two photos, brown-stained fm was observed. Visual examination of the 100 retained samples did not identify any instances of fm. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using one (1) bd vacutainer® sst¿ ii advance plus blood collection tubes, impurities were observed in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® sst¿ ii advance plus blood collection tubes, impurities were observed in the tube. No adverse impact was reported regarding the patient or user.